Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer woke up with high blood glucose and large ketones after changing the infusion set. After they removed the site they saw an extra piece of plastic at the end of the cannula. The customer's blood glucose level during the incident was 561 mg/dl. They declined troubleshooting for the high blood glucose. Troubleshooting was performed for the infusion set. They also reported an infusion set leak. The infusion set will be replaced. The device will not be returned for analysis.